Manufacturer narrative:
There is no known patient involvement. Pma510(k): the heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Recall number: livanova (B)(4) implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the heater-cooler system 3t was contaminated with mycobacteria chimaera. There is no known patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Through follow up communication with the customer, livanova (B)(4) learned that the cleaning procedure has been carried out weekly. However, the user has been unable to clean the device. Additionally, the customer stated that the device was placed within the operation room during use. During additional communication, livanova (B)(4) learned that the unit has been scrapped. Corrective actions are in progress for this issue.